Event description:
Medtronic received info that this bioprosthetic valve, implanted 1 year, was explanted due to stenosis.

Manufacturer narrative:
(B)(4). Eval method: device history reviewed. Results: device history review found the product met specs when released for distribution. Conclusion: cause of event determined to be pt related. Analysis: upon receipt at medtronic's quality lab, all leaflets were stiff due to tan thrombotic host tissue on the outflow. The left cusp was pushed into the non-coronary cusp, possibly due to the host tissue on the outflow. The non-coronary cusp was crowded or bunched. All leaflets on the inflow were intact. Tan thrombotic appearing host tissue filled and stiffened all leaflets on the outflow. All commissures were intact. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this valve met all mfg spec for products released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to thrombus and host tissue overgrowth. These findings are generally considered a pt related condition.